Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2024-07160. It was reported via medwatch mw5151087 that the patient reported an infection may be present around the implant. Patient reported a fever and back pain. Initial reporte elected not to be identified.